Event description:
Customer reported that the insulin pump is completely black. Customer stated that she was wearing the insulin pump underneath her clothes during soccer practice; it was exposed to heat. Customer stated she could see time and lines on the screen and then it went black. Customer tried taking the battery out and now screen is white with the suspend symbol and empty battery sign. She inserted a new battery and lines started to appear. Customer was advised to stabilize at room temperature; customer stated the black screen did not disappear. Blood glucose value is 132 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored and no black screen was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.